Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 was fired and it fired out unformed clips. The clips were not staying in the jaws in order to place them into the pt. No harm was done to the pt. The surgeon opened another er320 to complete the case. There was an extended or time of approximately 3-5 minutes.